Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a right femoral approach, the 99% stenosed lesion was located in a non-calcified, moderately tortuous right external iliac artery. The lesion was pre-dilated with a non-bsc balloon and a non-bsc stent was placed. The 5.0 x 40/135 sterling balloon catheter was advanced to the lesion to be used for post-dilatation. The balloon was initially inflated to 14 atms and burst upon second inflation to 14 atms. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received with blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a right femoral approach, the 99% stenosed lesion was located in a non-calcified, moderately tortuous right external iliac artery. The lesion was pre-dilated with a non-bsc balloon and a non-bsc stent was placed. The 5.0 x 40/135 sterling balloon catheter was advanced to the lesion to be used for post-dilatation. The balloon was initially inflated to 14 atms and burst upon second inflation to 14 atms. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).